Manufacturer narrative:
According to the facility on (B)(6), the foley balloon not able to hold inflation when infused with fluid. A new catheter was inserted. The facility stated the patient was not harmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), the foley balloon not able to hold inflation when infused with fluid. A new catheter was inserted.